Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. Rhythmcare then provided further troubleshooting options and recommendation of x-ray to be considered at the next follow appointment. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. Rhythmcare then provided further troubleshooting options and recommendation of x-ray to be considered at the next follow appointment. This lead remains in service. No adverse patient effects were reported.